Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-03132 and 3005099803-2009-03133 for the other associated device info. It was reported to boston scientific corp that three radial jaw 4 single use biopsy forceps large capacity were used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2009. According to the complainant, when the jaws of the first device were opened while attempting to retrieve a biopsy specimen, the needle was found to be bent. A second and third device were attempted, however, the needles were also found to be bent. The procedure was completed with a fourth radial jaw 4 single use biopsy forceps large capacity. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot#; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).